Manufacturer narrative:
As reported by the (B)(6) registry approximately 15 days post procedure a (B)(6) female patient with medical history including prior tias, smoking (>5 packs of cigarettes) and diabetes mellitus; experienced dysarthria that was diagnosed as a tia. Additional information was received from the adjudication committee indicated that the patient was continuing to have intermittent tias with speech difficulties lasting up to ten days after the reported event. Prior to the index procedure, the patient had a CT scan and an MRI for pre-procedure tia events. Baseline nih stroke scale score was 0 and the rankin score was 0. Cas was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 20mm in length in a 7.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric, ulcerated and was mildly calcified. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion which was pre-dilated before a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully retrieved and there was no debris found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. At 15 days later, the study reported that the patient had dysarthria which lasted less than 24 hours and there was fully recovery. The patient was pending carotid endarectomy of the contralateral carotid and 10 days later had significant improvement in her speech with some occasional mild word- finding difficulties and intermittent slowing of speech. Otherwise, neurological exam revealed no focal numbness, weakness, or incoordination. There was mild dysarthria and no focal neurological deficits. Nih stroke scale score was 0 and the rankin score was 0. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(6) registry approximately 15 days post procedure, the patient experienced dysarthria that was diagnosed as a tia. Additional information was received from the adjudication committee indicated that the patient was continuing to have intermittent tias with speech difficulties lasting up to ten days after the reported event. Prior to the index procedure, the patient had a CT scan and an MRI for pre-procedure tia events. Baseline nih stroke scale score was 0 and the rankin score was 0. Cas was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 20mm in length in a 7.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric, ulcerated and was mildly calcified. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion which was pre-dilated before a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully retrieved and there was no debris found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. Fifteen days later, the study reported that the patient had dysarthria which lasted less than 24 hours and there was fully recovery. The patient was pending carotid endarectomy of the contralateral carotid and 10 days later had significant improvement in her speech with some occasional mild word- finding difficulties and intermittent slowing of speech. Otherwise, neurological exam revealed no focal numbness, weakness, or incoordination. There was mild dysarthria and no focal neurological deficits. Nih stroke scale score was 0 and the rankin score was 0.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.